Manufacturer narrative:
Product complaint #: (B)(4). This report is for an unk - cage/plate: peek/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: wang, k. Et al. (2019), radiographic and clinical outcomes following combined oblique lumbar interbody fusion and lateral instrumentation for the treatment of degenerative spine deformity: a preliminary retrospective study, biomed research international, vol. 2019, pages 1-9 (china) the purpose of this study is to analyze the clinical and radiographic efficacy of combined olif and lateral instrumentation in treating degenerative spine deformity and to determine any complications that occur during operation. Between may 2017 and february 2018, a total of 11 patients (1 male and 10 females) with a mean patient age was 71.5¿10.1 years (range 5686 years) were treated with a polyetheretherketone (peek) interbody cage (depuy synthes, raynham, ma, USA). The following complications were reported: 2 patients had cage subsidence at 2 levels by their last follow-up. This report is for an unknown synthes polyetheretherketone (peek) interbody cage (depuy synthes, raynham, ma, USA). This report is for (1) unk - cage/plate: peek. This report is 2 of 2 (B)(4).